Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed pump stop events; however, a specific cause for the observed events could not be conclusively determined through this evaluation. It was reported that although the patient was asymptomatic, a pump stop was noted. A review of the submitted log files revealed multiple low speed and pump stop events on (B)(6) 2021 while the patient was supported by the power module. Based on complaint history and similarly reported events, the low speed and pump stop events captured in the log file are potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the events cannot be conclusively determined through this evaluation. Additional information was received from the customer stating that an unshielded patient cable was ordered and provided to the patient on (B)(6) 2021. The patient was reported to be stable at home with no reported alarms or pump concerns. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These sections warn that damage to the driveline, depending on the degree, may cause the pump to stop and instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook also states that if the driveline is damaged, the pump may need to be replaced and should be replaced as soon as possible to prevent serious injury or death. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides instructions in the event the pump stops. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15jun2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was given an unshielded patient cable, and no further alarms have been reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop noted upon interrogation of their controller. The log file captured low speed and pump stop events on (B)(6) 2021 at 0111 and continued intermittently until 0156.these events occurred when the patient was using the power module. The patient was unaware of these events and was asymptomatic at the time.